Manufacturer narrative:
Argus case: (B)(4).

Event description:
So I am obviously swallowing some [accidental device ingestion]. I can definitely still taste a strong minty -ness in my mouth [after taste]. I use your product on my invisalign if it's safe to use when breastfeeding [device use in unapproved indication]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (polident) tablet for product used for unknown indication. On (B)(6) 2023, the patient started polident. In (B)(6) 2023, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria haleon medically significant), after taste, device use in unapproved indication and maternal exposure during breast feeding. The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion, after taste, device use in unapproved indication and maternal exposure during breast feeding were unknown. It was unknown if the reporter considered the accidental device ingestion, after taste and device use in unapproved indication to be related to polident. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on 28jun2023. It was reported that; "I use your product, the polident denture cleaner tablets, on my invisalign trays to clean them before bed. Last night I used it and I started thinking if it's safe to use when breastfeeding, as I do not want it to affect my baby. I rinse off the trays, but I can definitely still taste a strong mindedness in my mouth, so I am obviously swallowing some. After looking it up, I found many websites claiming that the persulfate is dangerous and could be toxic. Now I am worried. I also found one that said not to use the product while breastfeeding can you please provide me with some answers as I am now concerned for my baby. " follow up information was received from consumer via interactive digital media (facbook) on 28jun2023. It was reported that; "I sent an email to your consumer email, but I figured I would also message here in case I can get a faster response. I use your product, the polident denture cleaner tablets, on my invisalign trays to clean them before bed. Last night I used it and I started thinking if it's safe to use when breastfeeding, as I do not want it to affect my baby. I rinse off the trays, but I can definitely still taste a strong minty -ness in my mouth, so I am obviously swallowing some. After looking it up, I found many websites claiming that the persulfate is dangerous and could be toxic, now I am worried. I also found one that said not to use the product while breastfeeding. Can you please provide me with some answers as I am now concerned for my baby." Initial and follow up are processed together.